Event description:
It was reported that the asymptomatic patient's atrial lead exhibited noise causing inappropriate auto mode switch episodes. The noise was reproducible with exercise. The lead remained implanted. No further information could be obtained.